Event description:
The user facility reported that when the locator/insertion sheath assembly was attempted to be inserted into the artery, a kink was observed in the middle part of the insertion sheath. The device was not used, and 0.5 hours of manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The physician commented that he was not sure if the insertion sheath was originally kinked or got kinked when the locator was inserted in the insertion sheath. He had no feeling of the kink occurred when the locator/insertion sheath assembly was being inserted into the artery. The physician commented that the insertion sheath might be kinked when the locator was inserted in the insertion sheath, or the kink completed the training process on the device prior to this case. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The estimated blood loss was less than 250cc. There was no health damage for the patient. There were no other devices or equipment used

Manufacturer narrative:
Patient identifier - requested, not provided, age & date of birth - requested, not provided, patient sex - requested, not provided, weight - requested, not provided, ethnicity - requested, not provided, race - requested, not provided, implanted date: device was not implanted, explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).